Event description:
Patient reported "the product is in lymph node" and "rupture" confirmed via imaging. Affected side is right. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; "silicone in lymph node".